Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. After receiving assistance from technical support, the caller successfully initiated their sensor session as the error was resolved following guidance on performing a pump reset.